Manufacturer narrative:
Other relevant device(s) are: etlw1616c124ee, UDI: unknown, etlw1613c124ee, UDI: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the chevar endovascular treatment of a abdominal aortic aneurysm .  It was reported that a few months post implant on an unknown date, the patient underwent a tavi procedure to treat aortic valve insufficiency. The patient died due to post-procedural  complications that occurred in another facility.  No further information is available.  The investigator assessed the event as not related to device, procedure or aneurysm.  The sponsor assessed it as possibly related to the procedure and unknown relatedness to the study device.  No cause was reported.  No additional clinical sequalae were provided and the patient is expired.